Manufacturer narrative:
Concomitant medical product: dtma1d4 crtd implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had possible high threshold. There was no evidence of non-capture, and the lead remains in use. No patient complications have been reported as a result of this event.